Manufacturer narrative:
Correction/removal reporting #: 1627487-09042012-003-r, 1627487-07262012-001-c. This ipg serial number was included in a field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was without stimulation and the ipg couldn't establish communication with the pt programmer or charger. It was further reported the ipg was protruding out of the side of the pt. X-rays were performed. Surgical intervention was scheduled on (B)(6) 2013 to replace the ipg. Follow-up revealed after removal and testing of the ipg, results confirmed the pt programmer did not communicate with the ipg. Replacement of the ipg resolved the issue. Effective stimulation was achieved post-operatively.